Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a second total hip revision surgery was performed which involved the removal of the r3 cup, liner and femoral head exchange.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.